Event description:
Device malfunction: none symptoms/ae: hemodynamic (hypotension), arrhythmia and death time of symptoms/ae: during and after the carotid procedure. It was reported that the patient was being evaluated for triple coronary bypass mitral valve ring when stenosis was found. During carotid stenting procedure the patient experienced hypotension. Neosynephrine infusion, converted to levophed infusion for hypotension was administered. The condition initially was improving; however approximately 2 days later the patient experienced episodes of v-fib (ventricular fibrillation) requiring one shock and medication. The patient was reported to have died eight days later. Cause of death is unknown. There was no additional information available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.